Event description:
It was reported that the pt went to surgery for replacement of a pacemaker lead. Perforation of the superior vena cava occurred during manipulation of the wholey wire. The pt hemorrhaged and could not be resuscitated. This MDR is being filed conservatively, due to the pt death.